Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis performed for the affected corail stem did not reveal any anomalies that could be related to the issue reported on the complaint a complaint database search finds no other reported incidents against the provided product and lot combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis performed for the affected corail stem did not reveal any anomalies that could be related to the issue reported on the complaint a complaint database search finds no other reported incidents against the provided product and lot combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Since about 2012 increasing pain in the left hip, changing, depending on the load, even at night depending on position.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.